Event description:
It has been reported that the wire tensioner would not engage the cable. Another tensioner was readily available. There was no adverse consequence for the pt or delay in surgery or anesthesia time.